Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled cartridge. Tandem technical support educated the customer that caller not to overfill the cartridge. Caller acknowledged and understood. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.